Event description:
It was reported to boston scientific via an article published in the urologia journal that a study was conducted to describe the technic to perform tubeless percutaneous nephrolithotomy (tpcnl) to evaluate the procedure efficacy and safety. Tpcnl procedure utilized hemostatic matrix that is floseal for the closure of the percutaneous tract, developed through experienced at the endourology specialized center, ospedale di camposampiero. Data from patients consecutively treated from february 2017 to december 2019 for kidney stone >2 cm via pcnl, who underwent floseal direct application for percutaneous tract closure, were included. Clinical and surgical data were collected in order to evaluate the success of the procedure and possible complications. Preoperative assessment declared that procedures were performed under spinal anesthesia in 69 patients (45 males mean age 58 years old). For the procedure technique, the boston scientific sensor ptfe-nitinol guidewire with hydrophilic tip, amplatz super stiff guidewire, nephromax balloon dilator, and amplatz renal sheath were utilized. For the lithotripsy procedures of the tone, the boston scientific lumenis 20w holmium laser, and a zero tip nitinol stone retrieval basket for stone removal were utilized. All patients underwent placement of boston scientific ureteral stent percuflex plus at the end of the procedure (56 mono j stents, and 13 double j stents). In all patients the procedure was completed successfully and in 88% of subjects no further treatments were necessary; a low complication rate (6.9%) was reported. Ten patients (6.9%) experienced the following post operative complications: five had fever treated successfully with antibiotic therapy; three had self-limiting bleeding; one patient had urosepsis with positive blood culture (this patient was treated with parenteral antibiotics for 2 weeks), and one patient (who showed thin renal cortex and infected lithiasis) had urinary leakage (successfully treated with ureteral stent plus bladder catheter and antibiotic therapy for 3 weeks). According to the clavien-dindo score, six patients had complication of grade 1, three patients of grade 2, one patients of grade 3. This is 7 of 8 reports.

Manufacturer narrative:
B3. Exact date of event is unknown; therefore, first day of treatment month/year has been selected. De gobbi, a., lupi, a., massari, d., stellato, a., behr, a. U., costa, g., & fiorello, m. (2023). Camposampiero tubeless percutaneous nephrolithotomy (tpcnl): easy, quick, effective, safe. Urologia journal, vol. 91(2) 342-345.

Manufacturer narrative:
B3. Exact date of event is unknown; therefore, first day of treatment month/year has been selected. De gobbi, a., lupi, a., massari, d., stellato, a., behr, a. U., costa, g., & fiorello, m. (2023). Camposampiero tubeless percutaneous nephrolithotomy (tpcnl): easy, quick, effective, safe. Urologia journal, vol. 91(2) 342-345.

Event description:
It was reported to boston scientific via an article published in the urologia journal that a study was conducted to describe the technic to perform tubeless percutaneous nephrolithotomy (tpcnl) to evaluate the procedure efficacy and safety. Tpcnl procedure utilized hemostatic matrix that is floseal for the closure of the percutaneous tract, developed through experienced at the endourology specialized center, ospedale di camposampiero. Data from patients consecutively treated from february 2017 to december 2019 for kidney stone >2 cm via pcnl, who underwent floseal direct application for percutaneous tract closure, were included. Clinical and surgical data were collected in order to evaluate the success of the procedure and possible complications. Preoperative assessment declared that procedures were performed under spinal anesthesia in 69 patients (45 males mean age 58 years old). For the procedure technique, the boston scientific sensor ptfe-nitinol guidewire with hydrophilic tip, amplatz super stiff guidewire, nephromax balloon dilator, and amplatz renal sheath were utilized. For the lithotripsy procedures of the tone, the boston scientific lumenis 20w holmium laser, and a zero tip nitinol stone retrieval basket for stone removal were utilized. All patients underwent placement of boston scientific ureteral stent percuflex plus at the end of the procedure (56 mono j stents, and 13 double j stents). In all patients the procedure was completed successfully and in 88% of subjects no further treatments were necessary; a low complication rate (6.9%) was reported. Ten patients (6.9%) experienced the following post operative complications: five had fever treated successfully with antibiotic therapy; three had self-limiting bleeding; one patient had urosepsis with positive blood culture (this patient was treated with parenteral antibiotics for 2 weeks), and one patient (who showed thin renal cortex and infected lithiasis) had urinary leakage (successfully treated with ureteral stent plus bladder catheter and antibiotic therapy for 3 weeks). According to the clavien-dindo score, six patients had complication of grade 1, three patients of grade 2, one patients of grade 3. This is 7 of 8 reports.